Manufacturer narrative:
The ise reagent was replaced and primed. Ise checks, calibration, and controls were run. The field service engineer replaced the electrodes. The ise diluent was replaced and maintenance was performed on the instrument. Ise checks were performed and passed. Calibration and controls passed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 133 mmol/l, which repeated as 147 mmol/l. The sample initially resulted with a k value of 3.38 mmol/l, which repeated as 4.40 mmol/l. No adverse events were alleged to have occurred with the patient.